Manufacturer narrative:
The product will be returned for analysis but has not yet been received. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information has been requested and will submitted within 30 days upon receipt.

Manufacturer narrative:
Please note that the type of procedure being performed was a "a distal revascularization pta procedure." The corrected event description is as follows: the report received from the affiliate indicated that after a distal revascularization pta procedure, the balloon got stuck on the guide not allowing a proper withdrawal of itself. The surgeon thus withdrew the guide and the balloon causing a stretching of the catheter and a vessel dissection. Additional details of this event are still pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Upon review of the reported withdrawal difficulty and subsequent dissection, the overall type of event was revised to a serious injury. Additional information regarding this event is still pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Please note that the product was received for analysis. After a procedure, the balloon got stuck on the guidewire not allowing for proper withdrawal. The surgeon withdrew the guidewire and the balloon causing a stretching of the catheter and a vessel dissection. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. A non sterile savvy .018" 3.0mm x 10cm, 120 cm was received coiled inside a plastic bag. The balloon was observed inflated/ deflated; it was detected a residues of blood. The innerbody (blue tubing) was found like accordion at 3mm to 11mm and 75mm to 104mm from the distal tip, the distal mb was crushed, both mbs were out of position due to innerbody according condition. No other visual anomaly was observed on the received unit. An attempt to insert a cordis gw of 0.018" through the gw lumen was done, the first attempt was started from the tip, no resistance was felt until the gw reached the accordioned section noted at 7.5-10.4cm, the gw could not be passed. A second attempt was done, but this time the gw was inserted from the luer hub, no resistance or friction was felt until the gw reached the accordioned section at 7.5-10.4cm. Dimensional analysis for tip ID/inner lumen ID could be performed using a 0.018" pin gage and the pin gage passed without friction, tip ID size requested per pd0004 rev 8. The balloons outer diameter was measured at proximal, middle and distal side, the following values were obtained 2.995, 2.944 and 2.921mm; with spec 3mm +0.13 / -0.18 per drawing spec 11219775 rev 5 . The proximal seal section was measured and the value was 1.201mm, proximal seal spec min 1.196mm and max 1.245mm. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure for resistance and friction in the gw reported by the customer was confirmed; the resistance in the gw lumen can be related to the accordioned section noted in the innerbody, this accordion condition was cause when the gw got stuck in the balloon during removal. Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by device interaction and is not related to a product quality issue.

Event description:
The report received from the affiliate indicated that after a procedure, the balloon got stuck on the guide not allowing a proper withdrawal of itself. The surgeon thus withdrew the guide and the balloon causing a stretching of the catheter and a vessel dissection.